Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several episodes of automatic mode switch were noted due to noise on the atrial channel. Lead provocative testing did not reproduce the noise. The device was reprogrammed and the patient was stable with no consequences.